Event description:
The technician alleged the brake steer pedal will set into brake but the brake casters would not hold. No patient impact.

Manufacturer narrative:
The technician replaced the brake casters and hex rod to resolve the issue.